Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it is unavailable per the follow-up with the hospital. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The patient was noted to have a history of esrd requiring chronic dialysis. Per the device¿s instructions for use, the safety and effectiveness of the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx has not been established for patients with abnormal calcium metabolism (e.g., chronic renal failure, hyperparathyroidism). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. UDI number: (B)(4).

Event description:
It was reported via patient registry that a 33mm mitral valve was explanted and replaced with another 33mm valve after an implant duration of 2 years, 9 months due to severe calcification, degeneration, and moderate stenosis. The patient expired on pod #19 due to shock, respiratory failure, and cardiac arrest. Per medical records, patient presented with prosthetic ms, moderate as, moderate-to-severe ar, critical cad, and a-fib. He underwent redo-mvr; avr with a 25mm valve; CABG x2, ablation for a-fib, and exclusion of laa. The replacement mitral valve was tested and appeared to be functioning very well. The patient was transferred to the surgical ICU in stable condition with normal sinus rhythm. The post-op course was complicated by shock, respiratory failure, lactic acidosis, and pericardial bleeding. The patient became hemodynamically unstable and had code blue requiring emergent intubation, bronchoscopy, CPR, and drainage of pericardial fluid. There was no evidence of mucus plugging or tamponade. The condition did not improve with drainage and aggressive volume/inotrope resuscitation and the patient was pronounced dead in the or on pod #19. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device.